Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the red safety did not disengage. They used a hemostat to get it to unlock.

Event description:
It was reported that during an unknown case the device cut but did not staple. The safety hinge did not disengage. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, uncut washer - blemished. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The safety functioned as intended and without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.